Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of fatigue ("tiredness"), the second episode of fatigue ("fatigue"), alopecia ("loss of hair"), menorrhagia ("menorrhagia"), oedema ("edema"), weight increased ("weight increase"), neurological symptom ("neurological symptoms") and breast pain ("painful breasts"). The patient was treated with surgery (patient is queuing to hysterectomy when essure implants will also be removed). Essure treatment was not changed. At the time of the report, the abdominal pain lower, the last episode of fatigue, alopecia, menorrhagia, oedema, weight increased, neurological symptom and breast pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, breast pain, menorrhagia, neurological symptom, oedema, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: the patient has undergone a lot of examinations and laboratory tests due to symptoms. At the moment the patient is queuing to hysterectomy when essure implants will also be removed. Further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of fatigue ("tiredness"), the second episode of fatigue ("fatigue"), alopecia ("loss of hair"), menorrhagia ("menorrhagia"), oedema ("edema"), neurological symptom ("neurological symptoms") and breast pain ("painful breasts") and was found to have weight increased ("weight increase"). The patient was treated with surgery (patient is queuing to hysterectomy when essure implants will also be removed). Essure treatment was not changed. At the time of the report, the abdominal pain lower, the last episode of fatigue, alopecia, menorrhagia, oedema, weight increased, neurological symptom and breast pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, breast pain, menorrhagia, neurological symptom, oedema, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: the patient has undergone a lot of examinations and laboratory tests due to symptoms. At the moment the patient is queuing to hysterectomy when essure implants will also be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.